Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor that did not infuse. This occurred during infusion of 2768 ml of fluorouracil and sodium chloride. The infusor only infused 95ml in four days. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: initial reporter also sent report to FDA?. Additional information: device evaluated by MFR?, evaluation codes, device manufacture date: the lot was manufactured july 11, 2014 ¿ july 12, 2014. The device was received for evaluation with approximately 250 ml of fluid in the bladder. Visual inspection revealed no evidence of flow at the distal luer when the luer cap was removed. Microscopic examination of the flow restrictor revealed that the cause of the no flow condition was micro air bubbles blocking the fluid path inside the lumen of the glass capillary. The reported condition was verified. The cause of the air bubbles could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.